Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was confirmed. Based on the results of the investigation, physical stress was applied to the device during user handling and caused the coating to peel and markings to disappear. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: there was no electrical continuity due to corrosion on the distal end. The distal end was shaved. The adhesive on the bending section cover was chipped. The connecting tube was wrinkled. The bending angle in the up direction did not meet the standard due to wear on the angle wire. The connecting tube was dented and buckled. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had air water leakages. The device was returned for evaluation and an additional reportable malfunction was found. During the device evaluation, peeling of the insertion part coating and there was marking disappearance on the insertion tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.